Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high shocking impedance reading. Troubleshooting was able to reproduce noise on shock electrogram (egm) when moving the pectoral muscle. No changes were made and the lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the patient implanted with this right ventricular (rv) lead was hospitalized for several ventricular tachycardia (vt) episodes. The arrhythmias were successfully terminated but the shock impedances were abnormal. There had been previous alerts for high out of range shock impedance measurements indicating a right ventricular (rv) lead issue. A lead revision was being performed, however, when a new lead was connected to the device, the issue remained. A new device was then attached to the chronic rv lead and shock impedances were normal. The lead remains actively implanted with a new device. The explanted device was returned for analysis which confirmed a device malfunction had caused the high out of range shock impedance measurements that were reported, not this rv lead.